Event description:
It was reported to philips that the device experienced a defibrillator error and need battery for the unit. There was no allegation of malfunction. There was no reported patient involvement.